Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 the patient underwent an open reduction internal fixation procedure treating trochanteric fracture of femur. During the procedure, the surgeon inserted the pfna blade and tried to turn the impactor to lock the blade but the impactor was too difficult to turn. The impactor turned idle and the blade could not be locked. The blade and impactor were removed from the patient. The surgeon completed the procedure using another blade with an unknown extraction device. The procedure was successfully completed without surgical delay. The patient outcome was reported as stable. There is no further information available. This report is for one (1) pfna-ii blade l95 tan. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d10: date of concomitant therapy is (B)(6) 2021. G4: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4 h3, h4, h6: product code: 04.027.054s. Lot: 259p588. Manufacturing site: bettlach. Release to warehouse date: july 13, 2021. Expiry date: july 01, 2031. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. The product was returned to us customer quality (cq) for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample pfna-ii blade l95 tan revealed that it was stuck to the mating device impactor f/pfna blade and the blade was in unlock position. The dimensional inspection was performed for the pfna-ii blade l95 tan. The functional test was performed to pull the pfna-ii blade l95 tan but was unable to disassemble from the impactor f/pfna blade. Moreover, was not able to lock. The observed unable to disassemble condition of the components is consistent with the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed conditions of pfna-ii blade l95 tan would contribute to the complained device interaction issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. *********************************************** drawing/specifications reviewed the following drawing reflecting the current and manufacture revision was reviewed: - pfna-ii blade l75-l120mm, tan dimensional inspection: checked outer diameter of the tip of the blade per drawing: shaft diameter measured: pass. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.